Manufacturer narrative:
The returned unit was found to have no bronchial pilot (inflation pilot) attached to the bronchial inflation tail upon visual examination. Broncho cath pilot-to inflate cuff is missing. Batch and complaint records indicated no such problems with this order. The retain sample tracheal and bronchial cuffs were inflated and immersed in alcohol and water-no leakage was detected. The length of the inflation tail was measured and was found to be within blueprint specs. The tail was found to have an angled chop at both ends which is correct as per blueprint specs. The returned unit was found to have no bronchial pilot attached to the bronchial inflation tail upon visual examination. Closer examination revealed that the bronchial inflation tail length was under blueprint specs by approx 35mm. Further examination revealed that the chop angle was incorrect where the bronchial pilot balloon was missing. It exhibited a 90 degree straight chop similar to when an inflation tail is chopped. The returned unit did not cause injury to the pt. The reported problem was detected on examination of the returned unit. There is no evidence to suggest that the reported problem occurred in house. All co's cuffed catheters undergo a four hr inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Unfortunately co cannot conclude with any certainity where problem occurred except that it happened after the product having left the plant.

Event description:
Broncho-cath pilot-to inflate cuff is missing.